Event description:
Overinfusion, 16:00- pump #2 was set to 14cc/hr with a volume to be infused of 100cc. 19:30 - pump read 31cc infused but entire 500ml bag was empty. The bag contained 475ml of saline and 25ml (25,000 units) of heparin. There was no report of patient injury or medical intervention being required. Patient information was not provided.